Event description:
Device issue: loss of vessel access. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the device was pulled back, the suture pulled out of the artery. The vessel was rewired and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.